Event description:
Ophthalmologist reports that the second time the product was used, the pt experienced itching and redness. The ophthalmologist diagnosed an ulcer and an ocular infection which he thought to be related to the product. Reporter is treating pt with ocular injections.